Event description:
The customer reported to baxter (B)(4) of a solution administration set where " the drug adenosine was being infused to a patient at at rate of 113 mls per hour. The volume was 113mls (120mls in bag), however, when the infusion ended, 40mls were still left in bag, so it had under infused." The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. However, one retention sample was tested with a colleague pump. A viaflo sodium chloride bag was attached to the retention sample and volume was set to 100mlh for 1hr time frame. After the test was ready, the infused liquid has been measured and was found to be 104ml, which was within the specs limits of (B)(4). The reported problem was not confirmed. The assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.